Event description:
It was reported that double beeping with cassette (dbwc) was experienced during testing. No patient injury.

Manufacturer narrative:
Event problem and evaluation codes: updated . Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Found fluid ingression on the downstream occlusion sensor which caused double beep. Replaced downstream occlusion sensor. The cause of the reported problem was traced to the customer manipulation of the device. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., correction: model number: 6400 correction: operator of the device: other correction: customer reported to FDA: no information.